Event description:
It was reported that the lower display of the epg (external pulse generator) is cracked. The epg was returned for warranty repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).